Event description:
A 3.5x20mm promus element stent delivery system was returned and upon preliminary inspection, it is noted that the stent is damaged. Additional information has been requested and is not available.

Event description:
A 3.5x20mm promus element stent delivery system was returned and upon preliminary inspection, it is noted that the stent is damaged. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The struts on the first and the second rows on the distal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered underterminable. (B)(4).

Manufacturer narrative:
Device is combination product.(B)(4)